Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 21mm sjm trifecta valve was implanted. The patient presented with dyspnea and fatigue. On (B)(6) 2020, the valve was explanted due calcification and leaflet tear. Additional information was been requested is and is pending.

Manufacturer narrative:
Explant was reported due to calcifications and a leaflet tear. The investigation confirmed that all three leaflets were torn and that leaflets 2 and 3 contained calcifications. There was fibrous pannus ingrowth on the inflow surface which extended onto all three leaflets and on the outflow surface of leaflets 1 and 2.leaflet 1 was folded. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the leaflet tear could not be conclusively determined, however several of the tears were associated with calcified nodules. However, the host to device reaction (pannus formation), along with the selected valve size (21 mm) larger than the replacement valve (19 mm), are possible evidence of oversizing. This, along with the pannus noted, had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.